Manufacturer narrative:
Logfile review showed no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a corneal erosion in a patient's right eye two days post lasik. Bandage contact lens fell out of the eye. The patient reported right eye was painful and blurry. An epithelium debridement was performed. A new bandage contact was inserted and was removed five days later. Upon follow up, the patient now has occult epithelial basement membrane dystrophy issue in both eyes. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.